Event description:
The consumer was using the shower chair when the leg allegedly folded, causing the consumer to fall to the floor. The consumer allegedly went to the emergency room, but no details of any alleged injury are known at this time.

Manufacturer narrative:
Alleged medical intervention sought. Alleged malfunction. Allegedly, the consumer was using the shower chair when the leg folded, causing the consumer to fall to the floor. Allegedly, the consumer went to the emergency room for treatment. The consumer is a (B)(6) old female and their weight and height are unknown. The consumer's medical diagnosis and stability for using the device are unknown. The consumer's medication regimen is unknown. The position and set-up of the chair in the shower are unknown.

Event description:
The consumer was using the shower chair when the leg allegedly folded, causing the consumer to fall to the floor. The consumer allegedly went to the emergency room, but no details of any alleged injury are known at this time.

Manufacturer narrative:
Alleged medical intervention sought. Alleged malfunction. Allegedly, the consumer was using the shower chair when the leg folded causing the consumer to fall to the floor. Allegedly, the consumer went to the emergency room for treatment. The consumer is a (B)(6) female and their weight and height are unknown. The consumers medical diagnosis and stability for using the device are unknown. The consumers medication regimen is unknown. The position and set-up of the chair in the shower are unknown. (B)(4) - updated brand name, common name and type of device on 3500a form.